Event description:
Patient deceased [death] used for primary unilateral osteoporosis [off label use of device]. (B)(4) is a serious, spontaneous case received from a pharmacist via a regulatory authority in united states. This report concerns a patient of unknown age and gender who died and used euflexxa for primary unilateral osteoporosis (off label indication) during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration 20 mg, weekly for 3 weeks, for osteoporosis from 2017 to 2017. It was reported that the patient died on (B)(6) 2017. The cause of death was not reported. The patient died on (B)(6) 2017 due to an unknown cause. Action taken with euflexxa was dose not changed. On (B)(6) 2017, the outcome of patient deceased was fatal. The outcome of used euflexxa for primary unilateral osteoporosis was unknown. The patient's medical history was not reported. The following concomitant medications were reported: verapamil, singulair, reclast, ranitidine, prednisone, pantoprazole, multivitamin for women, duloxetine, complex b, carvedilol, calcium citrate with vitamin d3. The event of death was reported as serious. The event of used for primary unilateral osteoporosis was non-serious. The case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: case number, others = mw5072843. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in an EU or efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators